Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that nurses were unable to access the refrigerator, as it was greyed out. The technical support specialist (tss) sent an email to update the customer but received no response. A follow-up email was sent regarding case closure, and the case was closed. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the nurse was unable to access the refrigerator as it was greyed out. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the nurse was unable to access the refrigerator as it was greyed out. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.